Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the fluid path of a transfer set. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and magnification; loose particulate matter inside fluid path and damaged patient adapter was noted. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and integrity of seal surface test testing. All functional testing performed was acceptable. The results of fourier transform infrared spectroscopy test of the particulate matter were consistent with protein. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.